Event description:
Physician inserted neuron catheter shuttle using peel-away introducer and advanced over guide wire. No resistance was felt while introducing or advancing catheter. Fluoro was going and the physician saw the tip of the neuron catheter go out of the shuttle and determined that the marker band had somehow come off the catheter. The physician then removed the neuron and saw a kink in it. The marker band was noted ot be lodged in the external carotid artery. This event was reported to penumbra by user facility report (B)(4).

Manufacturer narrative:
Conclusion: the hospital refuses to release the device for investigation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device is being retained by the hospital. Penumbra is attempting to retrieve the device for evaluation. A follow-up MDR will be submitted once it is decided if the device will be returned or once an evaluation of the device is complete. Hospital will not release device.